Event description:
The pt stated his infusion device has been over delivering insulin over the past 4 days. The pt reported he had a low blood glucose event in 2006. He stated he was transported from work via ambulance to the hospital. He was admitted to the hospital at 10:00 a.m. With a blood glucose of 20 mg/dl and he was treated with fluids. His normal blood glucose range is 130-180 mg/dl. His symptoms of low blood glucose were tingly skin, poor vision, and confusion. The pt switched to his backup infusion device until his replacement device arrived. Upon follow up the pt stated he is doing well and he had no blood glucose concerns. Product was requested to be returned for evlauation.